Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the atrial impedance was found to be low (<200 ohms) upon ICD interrogation. No history is available since this follow-up is the first one performed in this hospital.